Event description:
The customer reported that while the iabp was in use on the pt the iabp shutdown. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed error code 42 (an iabp datasette error message) in the fault log. He removed the datasettes, cleaned the pins, and reinstalled them. The iabp was tested to factory specification. It functioned normally and was returned to the customer.